Manufacturer narrative:
Final analysis found the outer coil compressed with two of five filars of outer coil fractured and insulation damaged due to rib clavicle crush.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic, upon interrogation the right ventricular lead exhibited low impedances. The lead was explanted and replaced.